Event description:
Initial and follow-up information received from a consumer on 07-jun and 09-jun-2010, respectively was processed together. This non-serious spontaneous case from denmark upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a female patient who had been treated with poly-l-lactic acid (sculptra) 3 times (2 ampoules each time). The treatments were given in (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. No additional treatment details were mentioned. The patient has no other illnesses, although relevant history includes other cosmetic treatments given including aquamid given 4 years ago in the marionette lines at the plastic surgery hospital (sculptra has not been given in the same area) and botox injected in the forehead on (B)(6) 2010 (by the same physician who gave her the sculptra treatments). No concomitant medications were taken. On (B)(6) 2010, she experienced diffuse and severe swelling in the face and hard lumps/bumps under the skin. The patient was treated with prednisolone for 10 days (1 tablet, 25 mg daily) prescribed by a physician at a second cosmetic clinic; moxifloxacin (avelox, 1 tablet, 400 mg daily) and azithromycin (1 tablet, 500 mg daily for 7 days and 2 tablets of 500 mg daily for 14 days) prescribed by a plastic surgery hospital. The patient took tetracycline (4 x 500 mg daily) prescribed for 3 months by a physician from a dermatology department at a hospital. A plastic surgery hospital has now prescribed tetracycline for 1 additional month. The patient reports that she still has severe swelling and big granulomas/lumps under the skin all over the face. The patient states that she looks terrible, and that the severe swelling and the big hard lumps under the skin are very hampering due to pressure. She is feeling really bad. She has a lot of lumps from below the eyes and down to the chin. She has one lump on her right side of the chin - the size of a danish 5 dkk coin (approx. 3 cm). She also has a lump on her left side - the size of a danish 2 dkk coin (approx. 2.5 cm). On left cheek in the hollow part she has a 5 cm big lump and lumps at the cheekbone. On right cheekbone and cheek she also has lumps. The lumps are visible when she stretches the skin. Further corrective treatments due to the events: zone therapy was performed with no good effect (it made the swelling worse), acupuncture was performed with good effect (it made the lumps on the cheeks more soft), and oxygen facial treatment on 08-jun-2010, was performed with good effect (nos). The patient has a follow-up appointment at the hospital on (B)(6) 2010. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4).